Event description:
It was reported to MFR that the sites hand held would not power on, despite troubleshooting attempts. Good faith attempts to obtain the non-working device for analysis have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.